Event description:
Caller reported cgm error 42, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and walked the caller through resetting the pump. After the reset, the cgm error did not appear again, and the caller successfully started a new sensor session.